Manufacturer narrative:
UDI# (B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation that would contribute to this event. The product will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Based on the information available the cause of this event is due to the surgeon twisting the band. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported that two sternalock 360 kits were opened and only one was implanted. For the kit not implanted, it is reported the surgeon accidentally twisted the band on the second plate and had to open and implant the second kit in its place. This event did not cause a delay to the procedure that exceeded thirty minutes. There was no injury to the patient at the time of the procedure.